Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. (This complaint was re-reviewed with the clinicians and cq engineers and the pec code was updated from corrosion/ rust near the wound (rm) to corrosion/ rust (not near the wound). The reportability changed from rm to nr with the pec code change. There is no indication that this event resulted in patient harm. The complaint history was reviewed for this product for corrosion/ rusting and it was determined that there was not similar incidents, therefore, no sentinel event. Therefore, a follow up mw will be sent to correct this from reportable to not reportable. This was reported initially in error.) Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that when they would plug in the vapr 3 generator, the plug would not go all the way in. Around the plug looked rusty. They received a message to attach device. No delay in case or harm to patient. They were able to finish the case without a device.